Event description:
In 2008, the physician placed a celect filter (most likely via femoral approach). The physician then discovered at approximately 28 days later, that the filter was protruding through the ivc and into the aorta. The filter was successfully removed, and replaced with another MFR's filter. The pt was asymptomatic and is doing well.

Manufacturer narrative:
Event evaluation: still under investigation.